Event description:
The patient's daughter called for her mother, the mattress she received appears to be very used and is poking springs. The mother has a bed sore on her behind that is being aggravated by the mattress springs.